Event description:
It was reported that the customer went to the Emergency Room (ER) with a blood glucose of 600 mg/dL; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to Tandem Technical Support the customer was still admitted to the ER and declined any follow up. A pump system check was completed and no issues were found. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.